Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 87 mg/dl when the actual blood glucose level was 180 mg/dl. The customer declined troubleshooting. Advised the customer remove the sensor. The customer stated that the cannula was bent. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specifications due to no isig readings detected. Also found the sensor cannula was bent unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.